Manufacturer narrative:
Result: incorrect power cord installed to bed. Cracked siderail panels. Faulty scale assembly.

Event description:
It was reported by svc report that the siderail panels had structural cracks with a possibility of fluid ingress; there was an incorrect power cord installed to the bed, and the scale display was barely readable. No pt involvement or adverse consequences were reported.